Event description:
The anterior capsule tear occurred prior to the lens being inserted and a vitrectomy was not performed. The surgeon inserted a 3-piece collamer lens model cq2015 and the iol was placed in the sulcus. The incision was enlarged from 3.0 to 3.2. No suture was required and there were no other patient injuries. The reporter stated there was no further information. The surgeon was contacted for further information.